Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) alarmed for gas loss. There was no patient harm or injury reported.

Manufacturer narrative:
Updated: d1, d4, d9, b4, g1, g3, g7, h6. The customer reported that they had troubleshot the alarm by pressing the ¿start¿ key. The customer verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secure. Esp personnel instructed the customer to press the iab fill button for 2 seconds and to restart therapy. This resolved the gas loss alarm. The customer reported the patient¿s heart rate had been consistently in the 100s. Esp personnel reviewed the nature of the alarm with him and explained that it was likely triggered by the elevated heart rate. Esps direct phone number was provided and asked the customer to call should the alarm go off 2-3 times in one hour despite troubleshooting with the iab fill key. Root cause evaluation: based on the event description, the gas loss alarm was resolved by troubleshooting using the iab fill key. However, it was also reported that the patient¿s heart rate had been consistently in the 100s. High heart rate can trigger the gas loss alarm due to quicker inflation/deflation. Due to patient condition the root cause grid will depict not confirmed.

Event description:
N/a.